Event description:
It was reported that the external pulse generator had a damaged screen. It was further requested that it receive its test and calibration. The generator was returned for service.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was broken. It was also noted that upper and lower case halves were broken, the battery release was contaminated and damaged, both bail covers and ring cover were contaminated, the lead flex cover was corroded, one printed circuit board (pcb) flex was creased, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated, the serial number label was damaged and the device failed battery removal testing due to the main pcb being out of electrical specification.